Event description:
In this event it is reported that a patient experienced tmj issues while using the suresmile aligner arch. Patient is to be monitored.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.